Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During the interrogation, the patient's pacemaker exhibited an undersensing. Programming changes were made. The clinic will continue to monitor the patient. The patient was in stable condition.